Event description:
The device was returned for pneumatic valve leak failure (valve 1). Upon return, the device starts up with no errors and shortly after goes to double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed, valve 1 ok. Performed hardware test and unit fails due to valve 2 gross leak error. Investigation found tank body is damaged. Pneumatic ipc tubing from the manifold block is damaged. Lcd touch screen is damaged due to broken screw bosses.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "showing pump problem error on the screen" patient harm: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.